Event description:
Customer hospitalized for diabetic ketoacidosis and called from the hosp stating she noticed the blood glucose readings elevated but she did not change the set (as recommended) until after admission to the hosp. After changing and priming the set, it was noted that nothing exited. No leaks were detected.